Event description:
It was reported to philips that the device failed the self test. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the self-test failed. The fse evaluated the device on site. It was determined that this was a malfunction of the capacitor, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. The customer replaced the capacitor to resolve the issue. It has been concluded that no further action is required at this time.